Manufacturer narrative:
The device involved in the reported incident was received for eval. An investigation has been initiated based upon the reported info. The unit involved was thoroughly examined and inspected by mfg and quality engineers of the neuro product line. The unit operates normally during functional testing: 80# torque knob tested good under pressure: ratchet extension arm has no visible cracks: lock has a little rotational movement which would not have caused a slippage. Large starburst left threads are stripped and would not have caused the slippage. Rocker arm passes go nogo gage; all other components are functional. The incident that occurred could not be duplicated or confirmed.

Event description:
Threads in large starburst of the infinity skull clamp were cross threaded, did not hold and resulted in a slippage. The pt incurred a scalp scratch which did not require suturing. The pt recovered.